Manufacturer narrative:
(B)(4). Vyaire field service went onsite replaced o2 (oxygen) cell and the issue was resolved. Ran blending accuracy at 21%, 30%, 60%, 90% and 100% all within specifications. Completed performance check unit passed all test and runs according to OEM ( original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator presenting low fio2 (fraction of inspired oxygen). The customer confirmed that there is no patient involvement associated with this reported event.